Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device's log file of the customer's report was provided. Review of the log file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, a red "x" is displayed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was attributed to an unaddressed advisory message. The device was put through extensive testing using good battery and pads which included functional stress testing without duplicating the customer's report. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity log showed this error was prompting for 18 months before it was addressed by the user. The device will communicate to the user that it is not rescue ready by providing auditory beeps every 30 seconds and displaying a red rescue ready (nvi) indicator. No trend is associated with reports of this type.